Event description:
Device malfunction: inadequate marking/unknown. Time of symptoms/ae: during procedure. Symptoms/ae: failure to achieve hemostasis/surgical intervention. The following events were noted through a periodic article review. A retrospective review of a prospectively collected database was performed. Seventy nine patients underwent percutaneous closure (pre-close technique) of large-bore-sheath (>12f) access sites with off-label use of a suture-mediated closure device (prostar xl) between 2002 and 2005. Percutaneous closure was unsuccessful at the access site due to inadequate marking. Severe occlusive disease was noted in the common femoral artery at the access site. Additionally, technical error in sheath removal and an unspecified device issue were reported. All events required to be open for femoral arterial repair.

Manufacturer narrative:
The device is not available for eval. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: benjamin ware starnes, md, et al; "totally percutaneous aortic aneurysm repair: experience and prudence", j vasc surg 2006;43:270-6. See scanned pages.